Event description:
According to the op report, this valve was explanted due to an ascending aortic aneurysm with evidence of chronic type a dissection as demonstrated on CT scan. At explant, the ascending aorta was noted to be "massively enlarged" and the aortic root was "markedly enlarged". An intimal tear was observed proximally near the level of the previous aortotomy closure. The aortic valve was noted to be "intact". There was a "thick flap" resected "well into the arch and proximal descending aorta". The proximal aorta was "markedly adhesed" due to the previous surgery and the "difficulties of dissecting the coronary buttons" during explant. A cabrol ii reimplantation of the coronary vessels was performed and sjm 25cavgj-514 was implanted. The pt was in "stable" condition postoperatively and was discharged later.